Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer stated hat he has been compensated for the bad sensors he has had in the past but the customer is frustrated at the performance of the sensors. The customer complains of sleepless nights due to inaccurate sensor readings. The customer stated they had reached a low of 35 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).